Manufacturer narrative:
Additional infections involving different patients were reported. Please reference the following MFR.reports. #2649622-2016-11026, #3004209178-2016-15484, #3004209178-2016-04844, #6000153-2016-00108, #3004209178-2015-15600, #3004209178-2015-16632.

Event description:
Additional information received from the manufacturer representative (rep) reported that there have been a string of infections related to the healthcare provider (hcp) account. The account isn't sure if it is the leads causing the infections, and the surgeon has put a stop order on all dbs leads until a root cause can be determined. However, it was further stated that it is not believed that the leads are the issue.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va0yfyb, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
A health care provider (hcp) via a company representative reported that the patient had infection and was on antibiotics, but it did not clear. The hcp removed the lead and extension on the right side and the left side remains implanted. The issue was resolved at time of the reported. It was noted that the event occurred post operation. The indications for use for this patient were essential tremor and movement disorders.